Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿extraction of a dislocated leadless pacemaker in a patient with infective endocarditis and repeated endocardial and epicardial pacing system infections.¿ biomed pap med fac univ palacky olomouc czech repub. 2019 mar; 163(1):85-89. Doi://10.5507/bp.2018.020. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implanted leadless implantable pulse generator (ipg) device. The article indicated there was a patient who experienced an ipg device dislocation; with the following explanation, per the author. It was noted that three days after implantation, there was an increase in pacing thresholds; with no indication of a change in device location. The patient was given medication therapy, but there was no change in thresholds. One week after implantation, loss of capture was noted, and a fluoroscopy showed an ¿apparent dislocation¿ of the device. The device was extracted. The patient had an unknown manufacturer¿s permanent pacemaker implanted, which was subsequently extracted due to a staphylococcus aureus infection. After treatment with antibiotics, the patient had another ipg implanted which remains in use. The status/disposition of the original ipg is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.